Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use intra aortic balloon pump(iabp), unit shut down. There was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that battery one and two had swelling on the terminals. The fse replaced the batteries (0146-00-0097). Safety and functionality checks were completed to factory specifications. The iabp was returned for clinical service.

Event description:
N/a.